Event description:
A recent download from a male patient revealed several "battery charger fault" flags. Lifecor customer support reviewed the flags, and saw that these all occurred on the same battery pack. Support contacted the patient and exchanged the battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack has been completed. The battery pack would not work because there was an unk substance inside the battery pack . One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.